Manufacturer narrative:
Philips service replaced the batteries and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flat batteries in remote controls caused loss of functionality on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.